Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device inspection results, the legal manufacturer's final investigation and associated h6 coding. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection, and the customer's b30 error was not confirmed however, it was determined that it may have been a temporary error. Additionally, it was observed during the inspection that the connecting tube coating was peeling (1mm2 or more). Issue 1 (b30 error) - based on the results of the investigation, it is likely that water invaded the device during user handling causing the electrical components to be damaged resulting in the error b30 to be temporarily displayed. Issue 2 (insertion tube coating peeled) - based on the results of the investigation, it¿s likely that physical stress was applied to the insertion section during user handling and caused the coating to peel. The events can be detected/prevented by following the bf-p290 instructions for use which states, in part: for issue 1 (b30 error) important information - please read before use -precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. -precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system -inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. For issue 2 (insertion tube coating peeled) 3.3 inspection of the endoscope 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope had the error b30 (scope communication error). The issue occurred during preparation for use for a therapeutic procedure. There were no reports of patient harm.